Manufacturer narrative:
This device is expected to be explanted and replaced, and returned for analysis. This report will be updated should additional information become available.

Event description:
It was reported that the power consumption of this device was at 114% usage. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the battery diagnostic data indicates that the power consumption of this device has been steadily increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly a technical services consultant recommended replacement within 90 days, or to have the device reevaluated towards the end of the replacement interval if more time is needed. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the power consumption of this device was at 114% usage. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the battery diagnostic data indicates that the power consumption of this device has been steadily increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly a technical services consultant recommended replacement within 90 days, or to have the device reevaluated towards the end of the replacement interval if more time is needed. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return as it was discarded.